Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2016-02482 pertains to the first resolution clip device and manufacturer report # 3005099803-2016-03321 pertains to the second resolution clip device. It was reported to boston scientific corporation that two resolution clip devices were used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, once the clip was in the stomach, the clip was difficult to advance out of the over sheath. The clip (manufacturer report # 3005099803-2016-02482) was not able to grasp onto tissue and was difficult to release from the catheter. The clip deployed into the patient and remained in an open position. The clip was retrieved with a roth net device. It was reported that a second clip (manufacturer report # 3005099803-2016-03321) "did not deploy." Attempts to obtain additional information regarding the circumstances surrounding the second clip have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Investigation results: only the clip assembly was returned for analysis. A visual examination of the returned component noted that the clip prongs were open at 12 mm. The clip prongs were bent and were not locked into the capsule. This failure is likely due to anatomical/procedural factors encountered during the procedure limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2016-02482 pertains to the first resolution clip device and manufacturer report # 3005099803-2016-03321 pertains to the second resolution clip device. It was reported to boston scientific corporation that two resolution clip devices were used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, once the clip was in the stomach, the clip was difficult to advance out of the over sheath. The clip (manufacturer report # 3005099803-2016-02482) was not able to grasp onto tissue and was difficult to release from the catheter. The clip deployed into the patient and remained in an open position. The clip was retrieved with a roth net device. It was reported that a second clip (manufacturer report # 3005099803-2016-03321) ¿did not deploy.¿ attempts to obtain additional information regarding the circumstances surrounding the second clip have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.